Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient missed an alert which occurred between midnight and 03:00 am. The patient reported that during the night they experienced loss of consciousness and did not hear an alert for a low cgm reading. The patient reported that they regained consciousness by themselves, and that they did not take any medication nor treatment for the hypoglycemia. The low alert was set to 4.4 mmol/l. There was no documentation of a medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined.